Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the battery failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The customer declined to pay for the repair, as the device is no longer covered under the warranty agreement. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction was not determined. The customer declined to pay for the repair.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the battery failure. There was no patient involvement.